Event description:
It was reported that during an unspecified procedure, a shaft detachment occurred. The lesion location and details are unk. The distal part of the xxl 18x4mm balloon catheter broke off in the body, in the venus anatomy. A portion of the balloon was removed with a snare, and a portion of the balloon catheter remained inside the pt. It was not clear if the physician would go back in or not. The pt condition is reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.